Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's facility. The fse determined the gas damper on the lid of the centrifuge would not hold up the lid. The fse replaced the gas damper. The centrifuge was tested and it functioned without issues.

Event description:
The customer reported the lid of an allegra x-22 centrifuge was not staying up and was falling down. The centrifuge's lid had come down on an instrument operator's finger and had broken it. The instrument operator received treatment at an urgent care facility.